Event description:
Pt admitted on (B)(6) 2020 for multiple shocks from aicd. On (B)(6) pt with noted low flow alarms, low doppled maps, no urine output and worsening renal function. Pt not taking aspirin or coumadin at home due to multiple gastric bleeds, now currently taking aspirin and heparin. Pump study revealed no difference in offload of left ventricle at increased speeds indicating worsening outflow graft thrombus. Pt not a candidate for lvad replacement. Discussed with pt and pt decided on dni / dnr. Pt died (B)(6) 2020.